Event description:
The customer reported that the system failed to boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The main board battery back up was replaced. All workstation circuit boards were cleaned and reseated. The system was then found to be operating as intended.